Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. Data from the reported event date 01oct2025 was reviewed for the downloaded controller event log file. The pump maintained a speed within the expected range throughout the reported event date when the driveline was connected. A backup battery fault alarm activates at 8:24:37 and continues to intermittently activate until the driveline is disconnected at 10:50:56, which is consistent with the reported controller exchange. The backup battery did not pass the load test due to the unloaded voltage being outside the expected range. The backup battery fault alarm did not impact the controller¿s ability to support the pump. There were no other notable events captured in the log file. The system controller (B)(6) was returned for testing and functioned as intended. The reported alarms were not reproduced. A root cayse for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced emergency backup battery (ebb) fault alarms. An ebb exchange took place but did not resolve the alarms. It was also reported that a controller exchange will take place if inr allows. Log files were submitted to tech service for evaluation, which confirmed the reported ebb faults. It was later reported the controller was exchanged to resolve the alarms.